Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device spring and pin fell off which caused the locking mechanism to fall off. It was reported that there was an unspecified delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
Investigation summary: the actual device was returned for evaluation. During evaluation it was found that the described failure by the customer is confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to locking collar crosspins fell out. It was also found that the device failed pre-test for 4.6 - visual assessment: fail 4.11.1 ¿ locking collar assessment: fail. 4.11.2 ¿ locking collar assessment: fail. 4.11.3 ¿ locking collar assessment: fail. 4.12.1 - intermittent test assessment: n/a. 4.13 - final assessment: scrap. Review of the device history record indicates that the lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The assignable root cause was determined to be due to a manufacturing error and has been escalated to a non conformance.